Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system, with two different lots, within 10 minutes: 165 mg/dl, 215 mg/dl, 417 mg/dl, and 172 mg/dl (system 1) and 65 mg/dl and 62 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.